Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 250 mg/dl. The infusion sets were changed to address the issue. Reportedly, customer refilled and reused the same cartridge. A tandem clinical diabetes specialist educated customer regarding cartridge/insulin labeling.